Manufacturer narrative:
Zimmer biomet complaint (B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The patient is still using the electrodes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical product: spinalpak assembly catalog no: 1067716, serial no: (B)(4). Therapy date: unknown. Medical product: 7.0 x 50 mm screws - in the sacrum, medical product: depuy bullet cage 8 mm x 27 mm, #10 blake drain, therapy date: (B)(6) 2019. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00004 and 0002242816-2020-00005. The device has not been returned.

Event description:
It was reported that the patient experienced skin irritation from the electrodes. The patient said that the skin was red, itchy, and developed welts. The patient saw their surgeon for the irritation and was told to continue using them and to reach out to a dermatologist. The patient saw their dermatologist and was diagnosed with a skin disorder. The patient continued using the electrodes and tried changing them every day. Initially, it worked but the skin irritation came back. The patient called their primary physician and was prescribed fluocinonide 0.05% cream. The cream cleared the irritation. Upon using the electrodes again, the skin irritation developed within half a day. The patient reached out to their surgeon again and was told to keep using the unit. No additional patient consequences have been reported.

Event description:
It was reported that the patient experienced skin irritation from the electrodes. The patient said that the skin was red, itchy, and developed welts. The patient saw their surgeon for the irritation and was told to continue using them and to reach out to a dermatologist. The patient saw their dermatologist and was diagnosed with a skin disorder. The patient continued using the electrodes and tried changing them every day. Initially, it worked but the skin irritation came back. The patient called their primary physician and was prescribed fluocinonide 0.05% cream. The cream cleared the irritation. Upon using the electrodes again, the skin irritation developed within half a day. The patient reached out to their surgeon again and was told to keep using the unit. No additional patient consequences have been reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation because the product is still being used. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.